Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with ge healthcare technical support. Ge healthcare technical support provided recommendations. No information is available on the resolution.

Event description:
The hospital reported that a "hardware watchdog failure" was discovered during planned maintenance. This failure would have caused an inability to ventilate. There was no report of patient involvement.